Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited low impedance. An insulation anomaly was suspected. The lead was capped and replaced. No patient symptoms were reported. No further information was available.